Event description:
It was reported to philips that host pc did not boot up properly, which could prevent the whole system from booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the host pc was not booting up. Upon troubleshooting, the fse identified that the pc does not boot up when type a diskbay is installed, however the pc boots normally with original type b diskbay. The suppliers part analysis could not conclusively determine the cause of host pc failure, however identified another failure as no power to psu. To resolve the issue, the fse has replaced the host pc, installed new license and performed electrical and functional tests after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.